Event description:
It was reported unspecified bd¿ nexiva IV catheter system had difficult needle disengagement. The following information was provided by the initial reporter: the vacutainer was not able to be removed with gloved hands, a kelly clamp had to be used. The vacutainer was removed but the needle itself was exposed leading to a potential needle stick."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received for evaluation by our quality team. The picture shows a catheter and a needle is not visible in the picture. A device history record could not be completed as no lot number was received. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.